Event description:
It was reported that the customer's insulin pump alarmed motor error during the priming process. The mother stated that the customer experienced high blood glucose and the infusion set was changed. The blood glucose reading was 267mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test. Motor error alarmed during basic occlusion test due to faulty force sensor. Broken reservoir tube lip and cracked case near corners of display window noted during visual inspection. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.